Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment/non-emergency treatment of vascular procedure. The procedure was completed by moving the patient to another room. It was reported to philips that the system was unable to boot. Review of the logfile shows pdu has most likely malfunctioning 'fan tray and dcps', communication' errors and 'syscan can not operational. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer reported that the system failed to boot. The rse found the mdy and dcm boards not receiving power despite incoming power to the fan tray. The rse requested onsite support. The philips field service engineer (fse) examined the system on-site and confirmed that there was no power to ny16 or the mdy, and dvm measurements indicated a short in the power supply. To resolve the issue, the fse replaced the pdu fan tray. The defective part was sent for analysis, for pdu fan tray and dcps, failure was observed and the failure was found to be defective fuse and power supply. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.